Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption to be increasing, but the battery percentage has not decreased yet. The device is also presenting beeping tones that are expected from the device. Device replacement was recommended. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption to be increasing, but the battery percentage has not decreased yet. The device is also presenting beeping tones that are expected from the device. Device replacement was recommended. No adverse patient effects. Additional information was obtain, stating that the device has been explanted and replaced.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption to be increasing, but the battery percentage has not decreased yet. The device is also presenting beeping tones that are expected from the device. Device replacement was recommended. No adverse patient effects. Additional information was obtain, stating that the device has been explanted and replaced.